Event description:
Our facility was notified on (B)(6) 2011 by biomed orthopedics that a medwatch event had occurred at our facility. The pt required a comprehensive reverse shoulder humeral tray with locking ring 44mm to be replaced due to failure of the humeral tray.